Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer stated that the insulin pump would not stop priming. It was also reported that the force sensor does not detect the reservoir. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to moisture damage force sensor resistor. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.